Event description:
It was reported that this lead was capped due to sensing issues presented. Furthermore, the lead was trapped in the old device header due to the screw being stripped. It was noticed through a fluoroscopy that the insulation was compromised. No additional adverse patient effects were reported. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).